Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side exchange from textured to smooth and rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The device related to the reported events rupture and anxiety - product/ procedure was received on august 28, 2025 with lot number 2805510. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: not observed through visual inspection. Anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation, wear abrasion and creases ) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: b.3., d.4., h.4., h.6., h.11.

Event description:
Physician reported right side exchange from textured to smooth and rupture . Device was explanted.